Manufacturer narrative:
A ge representative evaluated the system and reseated the generator interface board. The system operates as intended.

Event description:
It was reported that the system displayed a communication error and would not produce x-rays. No pt injury was reported.